Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 277 mg/dl at the time of incident. Customer stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to esc button was unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc button due to unlocked j2 connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Findings: pump received with no button response at escape button due to unlocked the connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Findings: pump received with no button response at escape button due to unlocked the connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.